Event description:
Event was reported to caldera medical by an atty. The patient has suffered urinary incontinence, chronic infections, and pain doing anything involving the pelvic area. No further info has been provided.